Event description:
This was a coronary intervention case. The patient had a previous catheterization. The device deployed per protocol without incident. The sheath was pulled 30 minutes post, per hospital protocol then manual compression applied for 15 minutes. A hematoma the size of a quarter was observed and expressed with manual compression. Two hours later while charting, the nurse observed a large hematoma. Patient was taken to CT, where no pseudo was found, and a 12x5x10cm right inguinal hematoma was found. Manual compression and femstop were applied. Patient was transfused with 3 units and discharged on (B)(6) in stable condition. Patient had ultrasound on follow-up visit (B)(6) no pseudo, but hematoma was seen, patient had normal flow to cfa and vein was seen with continuing pain.

Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. A review of the device history record was performed for this lot and no nonconforming material reports have been initiated that are related to this failure mode. The axera 2 access system instructions for use (IFU), was reviewed. Hematoma is a known possible adverse effect of vascular access procedures and is listed in the adverse effects section of the product IFU. The IFU provides the appropriate instruction on device usage, warnings and precautions; therefore, no update is required. Based on the review completed, there is no evidence to suggest the device was out of specification. The root cause, based on available information, is unknown as it cannot be definitively determined.